Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed a whiteout in the image which was resolved by cleaning the objective lens. The report of a leak in the bending section cover was confirmed during testing due to pinching on the bending section cover. In addition, the adhesive on the bending section cover was detached and angulation in the down direction was insufficient due to wear of the angle wire. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during a routine inspection, the technician found a whiteout occurred in the image from the subject device and the image could not be restored. They also reported there was a leak in the bending section cover. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to dirt adhesion to the objective lens. Olympus will continue to monitor field performance for this device.